Event description:
During a laparoscopic procedure the surgeon hit an artery and there was extreme bleeding. When the bleeding did not stop at 80w coag, the surgeon switched to different device and the bleeding stopped immediately.

Manufacturer narrative:
Because the device was not returned for evaluation, no conclusion can be drawn as to where the device contributed to the reported problem.